Event description:
The patient had several stents implanted between 2002 and 2005. In 2005, the patient suffered a minor heart attack. It is believed that the patient may have restenosis in one or more of the stents implanted. The next day, the patient had another cypher stent implanted. Approximately, a year later (2006), the patient suffered a major heart attack. It is believed the heart attack was caused by restenosis in the cypher stent implanted. The patient's physician attempted to treat the in-stent restenosis without success. The next day, the patient underwent a coronary artery bypass (CABG) to circumvent the in-stent restenosis. Two months later (2006), the patient suffered another minor heart attack. The next day, the patient underwent angioplasty and another cypher stent was implanted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports involved with the reported event. The associated manufacturer report number is 3003742446-2008-00060.